Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms or off no power alarms noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No reservoir icon anomalies noted. Unexpected replace battery alerts in the pump history file, unexpected off no power alarms in the pump history file and pump error was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue . Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms and no power alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed and the customer was instructed on how to clear the alarm and advised to call back if needed. They called back later and reported the power error alarm persisted after reset. It was advised a replacement will be sent. The insulin pump was returned for analysis.